Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The 90% stenosed target lesion was located in the calcified left anterior descending artery (lad). A 2.25x20mm promus element stent was advanced to the target lesion; however, it was noted that resistance was felt and the proximal portion of the shaft broke. The physician was able to successfully remove the device from the patient and complete the procedure. No patient complications were reported and the patient¿s condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Event date: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a break in the hypotube 215mm distal to the catheter strain relief. There were kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive tensile force having been applied to the shaft. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The 90% stenosed target lesion was located in the calcified left anterior descending artery (lad). A 2.25x20mm promus element stent was advanced to the target lesion; however, it was noted that resistance was felt and the proximal portion of the shaft broke. The physician was able to successfully remove the device from the patient and complete the procedure. No patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.